Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this defibrillator was part of a system revision due to infection. There were no additional adverse patient effects reported. The pacemaker was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed to correct outcomes attrib to adv event and describe event or problem.

Event description:
It was reported that this defibrillator was part of a system revision due to infection. There were no additional adverse patient effects reported. The pacemaker was explanted.